Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that an infusion of precedex was noted to be leaking on the counter from the connection of the tubing and a cap connector while infusing on a patient in the nicu. Although requested, there were no further details or information provided and no report of harm.